Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 845940. The glucose hk gen.3 reagent lot number 860069. The expiration dates were requested but not provided. The investigation included a review of the data set provided by the customer: the calibration results for both assays were within the specified ranges. The qc results for both assays were within the specified ranges. The alarm trace contained sample probe abnormal aspiration, sample short, and clot detection errors. These are indicators of possible poor sample quality. The field service engineer (fse) inspected the analyzer and found its cuvette levels were very low. He adjusted the wash stations and the cuvette levels and verified the analyzer's performance by mechanical, fluid, and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable glucose hk gen.3 and cholesterol gen.2 results from two patient samples tested on the cobas c 503 analytical unit. Patient sample 1 glucose the initial result from the analyzer was 4.8 mg/dl. The repeat result from the bg radiometer abl 835 flex was 99 mg/dl. The repeat result from the analyzer was 89 mg/dl. The initial result was deemed critical, prompting the patient sample to be rerun. Patient sample 2 cholesterol the initial result was 16 mg/dl. The repeat result was 226 mg/dl. The physician questioned the initial result, prompting the patient sample to be rerun. The repeat results were deemed correct.